Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found a dirty bottom case and broken ear clip. During multiple flow and occlusion tests, the problem could not be verified. The root cause of the issue could not be determined. Replaced worm gear and coupling a preventative measure. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that motor is not running. No patient injury was reported.